Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of over 600 mg/dl. Customer was in emergency dispatch service as a result of high blood glucose level. The customer had symptoms like vomiting, nausea and flu. The customer was treated with intravenous insulin drip and fluids. The insulin pump will not be returned for analysis.